Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen via an implantable pump for unknown indications for use. It was reported that the patient was in for pump refill last week but the pump continued to alarm after the refill. The hcp had silenced the alarm but it was still beeping. Agent reviewed information around concurrent alarms and had them exit the application and interrogate the pump again, then select the active alarm option and silence the alarm. The troubleshooting steps that were taken on the call resolved the issue.